Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he is not receiving effective stimulation coverage from his scs system. The patient's targeted area of pain is lower back and bilateral legs. However, the patient is without stimulation coverage in his left leg. Troubleshooting steps were taken, but did not resolve the issue. As such, the patient will undergo surgical intervention to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was explanted and replaced. It was noted during the procedure, the ipg was electively explanted and replaced. The reported issue is now resolved.